Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd883108 and gd881565 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. Treatment provided for the event included putting unspecified antibiotics into the solution bags every evening. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Dianeal pd4 ultrabag therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy.